Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, mega suture cut needle driver was found to have broken cable. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture-cut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additionally, the housing was removed, and the instrument was found to have a dislodged grip cable. The yaw motion may be non-intuitive as a result. The instrument¿s housing was removed, and the flush tube guide was found to be dislodged. The complaint regarding was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.